Manufacturer narrative:
The pump has been returned and evaluated by product analysis on feb 26, 2018 with the following findings:  during investigation, the battery compartment was found to be cracked below the bumper pad. The keypad was found to be fully intact; no peeling or damage was observed. During investigation, the ok/enter button was found to be over-responsive, all other keypad buttons were found to respond appropriately. The keypad cover was removed and contamination was observed under all of the key contacts. The ok/enter button contact was found to be cracked.

Event description:
The pump was returned for investigation. Investigation revealed a cracked/damaged battery compartment, contamination under the keypad button contacts, an over-responsive ok/enter keypad button, and a damaged/cracked keypad button contact. This report is made based on results of investigation completed on feb 26, 2018.